Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported contact lenses were ruined after using the product. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation of the returned lens case revealed it did not meet all product requirements.